Event description:
It was reported that patient presented for remote follow up. It was noted that implantable cardiac defibrillator (ICD) and right ventricular (rv) lead exhibited post paced t wave over-sensing. No intervention was performed. Patient condition was stable.